Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion. Review of the log file provided by the account confirmed low speed events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file contained multiple low speed events on (B)(6) 2019. These events occurred while the patient was connected to the mobile power unit and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas instructions for use (IFU) outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low speed events were recorded. The log file analysis showed that there were captured speed drops less than the lower speed limit on (B)(6) 2019. These occurred while connected to the mobile power unit. The cause for the low speed events was due to a short to shield. The patient was given an ungrounded cable. No more events were noted on the log files afterwards.